Event description:
It was reported via repair work order that the restraint straps were worn potentially causing inadequate restraint. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.